Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, it was reported that during the load process, the customer was unable to snap a cartridge into place. The customer did not report any damage visible on the cartridge. Reportedly, the customer was able to load a new cartridge successfully. The customer's blood glucose (bg) level was 221 (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.